Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on motor/force sensor assembly. Unable to verify no delivery alarm due to critical pump error (open book image). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm and critical pump error. Customer's blood glucose value was 113 mg/dl at the time of the incident. Customer will return device for analysis.